Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's counsel that allegedly on (B)(6) 2021, the patient underwent hallux rigidus correction with cheilectomy and cartiva implant in the first metatarsophalangeal joint of the right foot. He subsequently was revised on (B)(6) 2024, due to alleged pain.